Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3 date of event is being corrected from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49312, related manufacturer reference number: 1627487-2020-49313. It was reported that the patient experienced cold shivers and pain at the implant site. Physician noted pus and the implant site was warm, imaging revealed small pus pockets over the entire spine. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue. Subsequently, on (B)(6) 2020 patient underwent a laminectomy to drain the abscess. Patient was treated with antibiotics. Reportedly, the wound has healed and issue resolved.